Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date:(expiry date: (B)(4) 2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly broke off the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. During visual evaluation, the introducer sheath hub was detached from the shaft. The distal tip of the dilator was noted to be deformed. Therefore, the investigation is confirmed for the detachment of device or device component as the introducer sheath hub was noted to be detached from the shaft. The investigation also confirmed deformation due to compressive stress issue as the distal tip of the dilator was noted to be deformed. A definitive root cause for the reported detachment of device or device component and identified deformation due to compressive stress could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 11/2024), g3, h6(device, method). H11: e1, h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter hub allegedly broke off the sheath. The procedure was completed using another device. There was no reported patient injury.